Event description:
Report received from the USA stating that the device "did not work". The device was being used during surgery. It is unknown if user or pt injuries were reported. It is unknown if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. The investigation is could not be performed. When the device is returned or additional info becomes available, a supplemental report will be sent. (B)(4).